Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the perclose a-t attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a suture break occurred. Hemostasis was achieved using a femostop. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.